Event description:
A customer reported that the air tubing was clogged during surgery. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The investigation progress. A sample has not yet been received for evaluation. A root cause has not been identified. (B)(4).